Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the head section of the bed will not stay up. The dealer stated that it drifts down.